Event description:
It was reported, the tricuspid valve which had been implanted at another hospital, was explanted approximately 1.5 months postoperatively due to a hole in the ventricular septum. It was believed the hole may have been created at implant and could not be accessed for repair without explanting the valve. According to the explanting surgeon, there was no problem with the valve.